Manufacturer narrative:
Unit received with blank solid white screen due to broken traces on the lcd glass between the lcd controller and the lcd image area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a grey display. The customer¿s blood glucose was unknown. The customer stated that there was a large crack across the insulin pump's display. The device will be returned for the analysis.